Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: surgiclips is failing: incorrect clip formation (twisted or just the tip is closed), product jammed after one or two clips applied. In some occasions the way the clips came out causes tissue tearing.